Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the visualization of black particles in the mask and the filter. The patient alleges headache, sore throat, etc. There is no allegation of serious or permanent harm or injury. The patient was seen by a pulmonologist who told her doctor that there were no issues with the patient's lungs. The patient is doing well and requested a replacement device; however, she is afraid that she will experience the same issue due to the recall. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
The manufacturer previously reported informatiom about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the visualization of black particles in the mask and the filter. The patient alleges headache, sore throat, etc. There is no allegation of serious or permanent harm or injury. The patient was seen by a pulmonologist who told her doctor that there were no issues with the patient's lungs. The patient is doing well and requested a replacement device; however, she is afraid that she will experience the same issue due to the recall. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the initial report, the device was coded for degradation; however, the ds2 device is out of the scope of the recall. The coding has been corrected in this report.